Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 2 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 26 devices were evaluated in the field and the issue was confirmed; 13 devices had broken/damaged components, 9 devices had bent components, 1 device had worn components, 1 device had loose components, 1 device had a missing component, and 1 device had dirty components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 28 malfunction events, where it was reported the cot was difficult to load/unload or couldn't catch the safety hook. There was 1 event where a patient fell; no adverse consequences were reported.